Manufacturer narrative:
Concomitant products: product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
The patient's spouse reported that during a battery replacement for normal battery depletion the health care provider (hcp) found the leads were corroded and not working so they were replaced with the battery. The indications for use were for rsd/causalgia - complex regional pain syndrome.